Event description:
It was reported that, "tip broke off during final tightening."

Manufacturer narrative:
Add'l info has been requested and if made this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.